Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads implanted with the same lot number. It was reported during the patient's ipg replacement procedure (reference MFR. Report: 3006705815-2017-00523) on (B)(6) 2017, the leads exhibited high impedances. The abbott representative was able to restore stimulation via reprogramming. The lead was left implanted; however, surgical intervention is planned at a future date.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-03952. Follow-up identified the patient underwent surgical intervention on 12 april 2018. During the procedure, the patient's extension (device 2) was explanted and replaced. An impedance check was performed with normal results. Stimulation was restored post-operatively.